Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days. The following reports are being submitted: (B)(4).

Event description:
Pt father called on (B)(6) 2018 to report intermittent "signal loss" on the mobile device since (B)(6) 2017 - (B)(6) 2018.